Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 401 mg/dl. Customer stated that last evening, she had high blood sugars. Customer's blood glucose went up to 411 mg/dl. Customer stated that she changed the site but did not see insulin coming out. Customer stated that the pump was showing like she was getting insulin. Customer changed the tubing again and received a motor error alarm. Customer pushed to prime again and received a no delivery alarm. Customer treated with a manual injection. Customer was assisted with clearing the alarm. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the pump passed the displacement and self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.